Event description:
It was reported that the patient presented in the clinic for a device follow-up. Upon interrogation it was noted that the device exhibited premature battery depletion. No intervention was performed. The patient was stable throughout the event.